Event description:
Treating physician reported that, the pt's "seizures have been exacerbated due to device maflunction." Reported diagnostic testing performed during this office visit indicated proper device function. Additionally, parameter changes were made to the vns therapy system. Physician reported that pt no longer had complaints.